Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. Damage to the device prevented functional testing, however, this damage to the spacer indicates the break was due to deployment against resistance and/ or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, device breakage can occur when used with forced deployment and/or manipulation of the position of the device by gear shifting of the inserter which is noted within the IFU as a potential complication associated with the use of the device.